Manufacturer narrative:
The investigation determined the service actions resolved the issue. As qc recovery is within -2sd, there was no indication of a performance issue with the reagent. The analyzer alarm trace contained multiple abnormal aspiration alarms on the date of the event near the time sample was processed.

Manufacturer narrative:
The field service engineer found the incorrect pinch valve tubing was used on the ise pinch valve. He replaced the tubing and performed a system volume check and performance testing. He then replaced the measuring cell, and performed a system prime, system volume check, photomultiplier adjustment, and performance testing.

Event description:
There was an allegation of questionable ferritin elecsys results from the cobas 6000 e601 module. The initial result was 0.949 ng/ml. The questionable result was reported outside of the laboratory. The nurse noticed the result was extremely low. The sample was retested on two different analyzers and the results were 214.0 ng/ml and 233.7 ng/ml. The repeat results were believed correct. The reagent lot number and expiration date were requested but were not provided.